Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported events. Based on this information, the reported hypotension was due to the reported pericardial effusion. The reported pericardial effusion was likely related to the procedural conditions. The reported medical intervention (pericardiocentesis), hospitalization and surgical intervention were a result of case specific circumstances as a percutaneous access attempt was performed to stop the bleeding, the patient was hospitalized and surgical access was performed. The reported patient effects of hypotension and pericardial effusion are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported poor image resolution was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report hypotension, pericardial effusion, prolonged hospitalization, medical and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Transseptal puncture was performed without issue. Then a clip delivery system (cds) was advanced to the mitral valve; however, during clip positioning, the patient¿s blood pressure dropped. Imaging showed a pericardial effusion which resulted in visualization issues. A decision was made to stop the procedure. The origin point of the blood leak could not be located. A percutaneous access attempt was performed to stop the bleeding, but this was unsuccessful. Therefore, a surgical access was performed and a pericardiocentesis was placed. The bleeding stopped and the procedure was aborted. Although the patient is stable, no other procedure will be scheduled due to the fragile condition of the patient. No clips were implanted, and mr is 4. There was no reported clinically significant delay in the procedure. No additional information was provided.